Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after delivery, an error message "301 reposition the catheter" appeared. Repositioning did not resolve the issue, even though x-ray confirmed the catheter was in the correct position. No patient complications occurred. The patient was sedated when the procedure was cancelled. The device is not expected to return for laboratory analysis since it was disposed.